Manufacturer narrative:
THIS REPORT IS FOR A BREACH IN ASEPTIC TECHNIQUE WHICH RESULTED IN PERITONITIS. PER VANTIVE LABELING, USERS ARE INSTRUCTED TO USE ASEPTIC TECHNIQUE WHEN PERFORMING PERITONEAL DIALYSIS THERAPY. SHOULD ADDITIONAL RELEVANT INFORMATION BECOME AVAILABLE, A SUPPLEMENTAL REPORT WILL BE SUBMITTED.

Event description:
IT WAS REPORTED THAT A PATIENT EXPERIENCED A BREACH IN ASEPTIC TECHNIQUE WHICH RESULTED IN PERITONITIS. THE BREACH IN ASEPTIC TECHNIQUE WAS FURTHER DESCRIBED AS "CHANGE IN CAREGIVER". THE PERITONITIS WAS MANIFESTED BY CLOUDY PD EFFLUENT AND ABDOMINAL PAIN. IT WAS REPORTED THAT ONE DAY PRIOR TO THE PERITONITIS DIAGNOSIS, THE PATIENT WAS HOSPITALIZED FOR ABDOMINAL PAIN. THE SAME DAY AS EVENT ONSET, THE PATIENT WAS TREATED WITH AMIKACIN INJECTION (500 MG, ONCE DAILY, INTRAPERITONEAL, DISCONTINUED) AND CEFAZOLIN INJECTION (1 G, ONCE DAILY, INTRAPERITONEAL, DISCONTINUED) FOR PERITONITIS. IT WAS REPORTED THE PATIENT WAS DISCHARGED 11 DAYS AFTER HOSPITAL ADMISSION. ON AN UNKNOWN DATE, THE PATIENT RECOVERED FROM PERITONITIS. PD THERAPY WAS ONGOING. IT WAS REPORTED THE CAREGIVER WAS RETRAINED ON THE PROPER ASEPTIC TECHNIQUE. NO ADDITIONAL INFORMATION IS AVAILABLE.

Manufacturer narrative:
Additional information: A2, B6 and B7. A2: The reporter confirmed the correct age of the patient is 77 years old (previously reported as 43 years old). Should additional relevant information become available, a supplemental report will be submitted.